Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information: based on the images provided by the customer, there are sharp turns in the anatomy. The treating location was the right internal carotid. It is unknown if a continuous flush was used.

Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that one framing coil encountered resistance when advanced in the catheter and broke. The devices were prepared per the instructions for use (IFU).